Manufacturer narrative:
UDI (B)(4) as the affected device/kit was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training / IFU for the edwards esheath and commander delivery system, and manufacturing mitigation's. The provided 3mensio was reviewed. The valve was observed to be heavily calcified. The photographs were provided from the complaint site were reviewed as well. In the photographs, the inflation balloon and atrion are filled with blood and a radial/longitudinal burst can be seen on the inflation balloon. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and none of the work orders revealed any issues that would have contributed to the reported event. Complaint data for the previous 12 months was reviewed (september 2016 through august 2017) for the commander delivery system (29mm, all models). (B)(4) complaint devices have been returned and evaluated for this issue. Review of complaint history revealed that the occurrence rate did not exceed the august 2017 control limit for the trend category ¿balloon burst¿. Based on the review of the IFU/training manuals, no deficiencies were identified. During the manufacturing process, the delivery system and balloon are visually inspected and tested several times. Furthermore, after sterilization, five (5) sample devices from the related work order were tested and inspected during product verification (pv) testing. The samples were visually inspected for physical defects. The samples were de-aired and the balloon burst pressure after fatigue was tested. The lot was accepted. All samples passed product verification testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Based on review of the provided photographs, the complaint for ¿balloon ¿ burst¿ was confirmed. However, due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigation and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Review of the case notes/attachments and returned imagery revealed that the patient had heavy calcification in the native valve. As stated by the complaint site, the balloon burst upon full deployment of the valve. Based on the noted location of the calcification and a review of complaint history, it is possible that the root cause of the balloon burst is related to those detailed in technical summary (B)(4). A technical summary written by edwards lifesciences documents a review of balloon burst complaint investigations on returned devices over a three year period, with an addendum reviewing investigations over an additional one year period. Over this period of time, there were no confirmed visual or dimensional non-conformance for any of the returned devices. Additionally, there were no observed further complications or patient injuries that could be attributed to the burst balloons. Based on available evidence, it was found that patient factors, such as calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additional procedural factors may have contributed to the complaint. Per the IFU and training manual, the 29mm commander delivery system should be inflated using a volume of 33ml. However, as stated in the complaint description, an inflation volume of 38ml was used. Furthermore, the edwards valve was attempted to be deployed within a non-edwards valve in order to prevent it from embolizing. As noted in the IFU, ¿safety, effectiveness, and durability have not been established for thv-in-thv procedures.¿ as such, available information suggests that patient/procedural factors contributed to the reported event. The complaint was unable to be confirmed, and no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, therefore no corrective/preventative actions are required. Since no manufacturing non-conformance was identified and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) escalation is not required. Since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaint for ¿balloon ¿ burst¿ was unable to be confirmed. No manufacturing non-conformances were identified. Available information suggested that patient/procedural factors may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, and the complaint occurrence rate did not exceed the august 2017 control limits for the respective trend category, no corrective or preventive action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during emergency placement of the 29mm sapien 3valve in the non-edwards tavr valve, the commander balloon burst. The valve was fully deployed, with no regurgitation. The non-edwards valve was placed, but ¿kept slipping¿. It was determined that a sapien 3 valve was required to keep the previous valve from embolizing. The 29mm commander was filled with 38cc¿s and deployed. Upon full inflation, the balloon burst. The delivery system was pulled into the sheath in one piece. There was no injury to the patient. The physicians indicated the heavy calcification, the over filled balloon, and possible off label in valve contributed to the balloon burst. Additionally, the patient was planned to have a non-edwards valve in the aortic position, and have a sapien 3 placed in the mitral position a few weeks later. It is also possible the mitral calcification contributed.